Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted emergency medical personnel (ems) after receiving shocks from his s-ICD. The shocks were appropriate for ventricular tachycardia (vt). The device was interrogated at the hospital. Interrogation data was reviewed which showed the device delivered three shocks. There were several untreated episodes as well. Interrogation data also showed there were three power supply (ps) error codes that occurred either during or just after the shock. Ps errors can cause a delay in defibrillation therapy, but there did not appear to be a delay in therapy with the treated episodes. The shocks appeared to have converted the arrhythmia. There was another shock that occurred approximately twelve hours later (7:45 pm cst). This shock also showed a ps error code. This shock was determined to be inappropriate due to noise artifact that was inappropriately sensed by the device and the patient was in sinus rhythm. Shock impedances were in range for the treated episodes. Pocket and electrode manipulation was performed at the xiphoid incision and distal electrode sites. Noise was able to be recreated with pocket manipulation, but not with manipulation at the xiphoid or distal electrode sites. The patient remained in the cardiac care unit at the hospital. It was noted that a cardiac catheterization procedure was performed the following day. Then two days later, the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system because he was evaluated to meet criteria based on his clinical status. The s-ICD system remains implanted, but was turned off. There are no plans to explant the s-ICD system at this time, therefore the root cause to the noise observed with pocket manipulation was not determined. The patient is stable and preparing to be discharged from the hospital.